Event description:
New information received indicates that programming changes were made, but the problem persisted. The associated lead was planned to be explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal check, episodes of non-sustained vt/vf and non-sustained rv oversensing caused by post-sensed t-wave oversensing and post-paced t-wave oversensing on the ventricular channel were observed on a stored egm. The noise was not reproducible with isometrics. Programming changes and further testing were recommended.